Manufacturer narrative:
One 6fr glidesheath slender was received for product evaluation. The device was returned with the sheath shaft fully separated from the sheath hub. The components were decontaminated as per terumo medical corporation's policies and procedures. Visual inspection revealed that the proximal end of the sheath was fully prolapsed and the shaft had several bends and kinks. The distal end of the sheath shaft was slightly accordioned and the damage was confirmed under microscope. The crosscut valve was dissected from the device to better see the inside of the sheath hub. The sheath hub was observed under microscope and the caulking pin was dislodged from the hub. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. However, the exact cause of the reported event cannot be definitely determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the physician had a kinked glidesheath slender catheter during a coronary angiogram. Access was right radial. After the diagnostic images were acquired, the physician changed his current catheter for a l4 guide catheter. While manipulating the catheter via the aorta, the catheter became kinked. The m.d. Pulled the catheter completely out after multiple attempts to get the catheter to become unkinked. The 6f guide was pulled through the sheath while still having the 180 degree kink. The catheter pulled the white portion of the sheath completely back, through the hub. The hub remained in place; however, the shaft or white portion of the sheath remained on the guide. The hub and shaft portion were completely separated. Zero portions of the sheath were left internal. All portions of the sheath are accounted for. At this time no harm to the patient. The procedure was a success. The blood loss was less than 250cc's. The patient was fine, there was no harm. Additional information was received 30september2019: medical intervention was not required. The broken sheath was removed by the physicians hands. The procedure was completed by the device.